Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella cp the patient¿s urine pink, suspected hemolysis. The impella was repositioned with transthoracic echocardiogram, p-level reduced to p-6, will reassess throughout day for possible upgrade. The pump was explanted the following day. The patient survived.

Manufacturer narrative:
H6: added type of investigation codes b11 and b13. H11: added the results of the investigation. Investigation summary: no product was returned for investigation. No data logs were returned for analysis. The device was in the wrong position: clinical details mention that the impella inlet was 4.5cm from the atrioventricular (av) and was repositioned with the help of the transthoracic echocardiogram (tte), and the inlet was then 4cm from av. The root cause of the positioning issue was not determined due to lack of sufficient conclusive evidence from the provided clinical details and unreturned product for further evaluation. Mechanical interaction with blood: clinical details mention hemolysis was suspected due to pink urine. The root cause of the hemolysis was not determined due to lack of sufficient conclusive evidence from the provided clinical details, unreturned data logs for further analysis, and unreturned product for further evaluation. Device history review: pump #(B)(6) passed all post-sterile inspection checks.